Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported an isolated event where false negative reactions were obtained using 0.8% resolve panel c lot vrc269 exp 4/21/2020. The big k antigen positive untreated cells on this panel, cells #2 (donor (B)(6)) and cell #7 (donor (B)(6)) did not react with a patient's anti-big k antibody. Testing was done as part of antibody identification testing since the antibody screening using 0.8% selectogen produced 1+ positive reaction with cell#1. This screening was done on the provue analyzer. All panel testing is done by manual gel methods as per this site's policy. After obtaining all negative reactions with the 0.8% panel a lot vra350 ((B)(4)), the customer proceeded to perform further investigation using 0.8% resolve panel c lot vrc269 exp 4/21/2020 and the patient's anti-big k did not react with the untreated big k positive cells #2 (donor (B)(6)) and #7 (donor (B)(6)), but did react 1+ with the ficin treated cells #2 and #7. The patient's own cells were antigen typed and were big k negative. The untreated cell testing was done using anti-igg gel card and the panel c treated cells were testing using buffered gel cards. No reports of any noted discrepancies with any other patients. Customer has concluded this was an isolated, sample related issue. Relevant information: issue started on: (B)(6) 2020. Reaction grade obtained: neg. Customer was expecting: pos. Incubation time (for manual test only): 15 min. Test repeated: no. Was qc affected? Qc is done on (B)(6) 2020 using weak anti-d and confirming all reactions were acceptable. Patient clinical history: no patient history of prior antibodies patient's diagnosis: not provided. List of medications:not provided. Transfusion history: no history of prior transfusions. Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: upright. Rbc storage and handling:as per IFU. Visual appearance before use: cells and cards appear acceptable. Was the vial freshly opened? (B)(6) 2020. Actions already performed by customer: see above troubleshooting steps performed by tsc: all results were reviewed with the customer and discussion provided regarding possible causes including varied expression of big k antigen on the donor cells in addition to the patient's antibody being weak. The limitations section of the instructions for use of 0.8% resolve panel c were emailed to the customer and reviewed the statement "for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive." Customer had determined this product is able to be used for future testing and agreed to call back should issues arise.